Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syr 0.3ml 30ga 8mm 7bag 420cas jp hub detached on 13 occasions before use. The following information was provided by the initial reporter: a needle shield was tight. When removed the shield, the hub was detached too.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-04 h.6. Investigation summary : samples were received and an investigation was performed. This is the 2nd related complaint for shield does not detach as intended and the 7th related complaint for needle hub separates for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see h.10.

Event description:
It was reported that syr 0.3ml 30ga 8mm 7bag 420cas jp hub detached on 13 occasions before use. The following information was provided by the initial reporter: a needle shield was tight. When removed the shield, the hub was detached too.